Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device would not power on dc or ac power. Physio replaced the main keypad, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer replaced the batteries in the device and when attempting to run the user-test, the device would power itself off midway through and restart. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on. The customer replaced the batteries in the device and when attempting to run the user-test, the device would power itself off midway through and restart. There was no patient use associated with the reported event.